Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient female, patient identifier sh , dob (B)(6) 1952. Procedure date (B)(6) 2023. Surgeon prof. Dr. (B)(6). Andethesia: xylocitin 2% + suprarenin + sodium hydrogen carbonate 8.4% intervention: deep lancet-shaped excision, new free preparation of the wound edges with submerged areas - closure of the gaping wound using displacement flap plasty and equalizing triangles. Localization: upper arm top right. Report localization: upper arm top right (with histo), defect size: 20mm x 10mm x 10mm, 3-fold disinfection: oclenisept la: xylocitin 2% ml supraranin + sodium hydrogen carbonate 8.4%, 3.5 ml, sterile cover, sterile gloves, or: deep lancet-shaped excision, new free preparation of the wound edges with submerged areas. Closure of the gaping wound using displacement flap plasty and equalizing triangles, suture with intracutan sutures 3-0 mono, steristrip and pressure dressing or complication-free, follow-up 30 min. Patient advised to take care. 'Sp02. 95% pulse: 72/min suture - time: 10:12-10:20. The operation was uncomplicated, the follow-up time without abnormalities. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please clarify the statement ¿stitches come off¿? Did the suture break post-op? Did the suture absorb too fast? Did the surgeon expect the suture to be absorbed at 5-10 days post-op? Did the wound dehis? Is yes, what tissue dehisced? If yes, how was the dehiscence managed? Were there any precipitating stress factors that led to the event? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed for the infection including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Post-op, the stitches came off after 5-10 days. The patient had an infection, thread does not absorb. The patient had inflammation. The patient underwent a re-operation. During the reoperation on the upper arm top right , the following was performed: deep lancet-shaped excision, new free preparation of the wound edges with submerged areas - closure of the gaping wound using displacement flap plasty and equalizing triangles with suture, steristrip and pressure dressing. The re-operation was uncomplicated, the follow-up time without abnormalities. Additional information was requested.